Manufacturer narrative:
Device returned to the manufacturer but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that while doing an upgrade to a bvi the surgeon used the handpiece on a hemostat and there was a flame that burned the tip of the blade. Surgeon understood this was off label usage. There was no impact to patient outcome.

Manufacturer narrative:
Analysis summary: complaint confirmed: upon receiving the package, there were some buildup on the blade, so the blade was soaked and gently cleaned and the device was decontaminated to continue with the analysis. Upon receiving the device, the heat shrink was also missing and what looked to have been torn off and melted at the bottom of the shaft of the blade but on the tip of the collet. The device was tested for its continuity and functionality to attempt to duplicate the complaint. The device passed the functional tested and no issues were found. The device was observed during testing the saline and cutting raw chicken and the normal glow was seen. It was tested for the necessary time and no spark or flame was able to be duplicated in the complaint lab as stated. After the functional tests were completed, the device was gently cleaned with a lint free wipe to remove any additional residue/moisture from the device and it was noticed the coating of the blade was worn down to the blade. No flaking was seen or detected during testing the device indicating the device had a mechanical failure and including the failed heat shrink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.